Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found tip clamp sleeve position#2 stuck in the up position. Fse cleaned tip clamp and tip clamp sleeve position #2. Verified that hold and pull force are in spec. Verified proper alignment and calibration of x-arm. The instrument was tested without further problem and returned to expected operation.